Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other similar complaints reported in the lot number. Additional information was requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported conjunctival hyperemia, large amount of flocculent exudation in anterior chamber and pupillary zone, and adhesion of pupil and lens in an eye following an intraocular lens (iol) implant procedure. The patient complained of right eye pain, and was treated intravenously and injected peribulbar subconjunctivally on the same day. After treatment for one week, b-type ultrasound showed vitreous body was slightly turbid but inflammation had improved.